Event description:
The customer reported that their pump screen was not turning on and the quick bolus/wake button required multiple presses to activate. This issue caused the customer's blood glucose level to exceed normal parameters, although the specific value was unknown, it was displayed as "high". To address the high blood glucose, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer attempted several troubleshooting steps under the guidance of technical support, including pressing the button in a specific way and confirming power status, but continued to experience difficulties. Technical support concluded that replacing the pump was necessary and arranged for a replacement to be sent to the customer. The customer understood and acknowledged all the instructions such as programming their settings into the new pump and returning the faulty pump to avoid charges. Customer will continue to use current pump.